Manufacturer narrative:
A field service engineer (fse) replaced the instrument vacuum pump. The fse checked the instrument and no further leaks were detected. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci), and reported that fluid was leaking from the reagent probes into the compartment on the trays on synchron lxi 725 clinical system. No injury has been reported in connection with this event.